Manufacturer narrative:
Testing found failed components on the bottom circuit board. The manufacturing date is unobtainable. Records prior to september 2011 remain with the original device manufacturer. The nim-eclipse system neurovascular workstation is intended for use to monitor sensory and motor pathways. If the system fails to perform as intended, (especially to effect or detect electromyographic (emg) activity) it presents the potential for temporary or permanent damage to the nerve that is present. The digital amplifier is designed to provide signal detection, amplification, montage selection, a/d conversion, anti-aliasing filtering, and digital signal preprocessing. Isolated digital data is routed to the controller for further processing. When information suggests that the nim eclipse equipment had the potential to not stimulate to affect electromyography (emg), or to detect emg, it is assumed that the failure was device-related and may have gone undetected. In this case, there is no information to suggest an event could not be interpreted falsely - the report is inconclusive as to the cause of field observation. Therefore, without information to reasonably suggest serious injury, or that medical intervention was required to preclude serious injury, we are filing this report as a product problem. This product was being used for treatment, not diagnosis.

Event description:
The manufacturer has refined the criteria for making MDR decisions. Upon a retrospective review, the following event is now believed to be reportable: the device was returned for service/repair as "non-specific broken." There was no suggestion of patient injury. However, an allegation of non-specific broken may suggest a potential inability to identify a nerve and could possibly result in patient injury, i.e. Nerve resection by the surgeon. This reported event has no reference to an alarm or warning, therefore, it must be assumed that an alarm or warning went undetected or did not occur. No other information was provided. At this time we are unable to confirm whether the customer received any error messages or alerts. Event context was not provided.